Manufacturer narrative:
The customer¿s complaint of a bulge in the silicone segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a bulge in the silicone segment when infusing precedex. There was no report of patient harm.